Manufacturer narrative:
Citation: meredith I et al. Longest follow-up after implantation of a self-expanding repositionable transcatheter aortic valve. Journal of the american college of cardiology. November 2016: 68(18): b302-b303. Doi: 10.1016/j.jacc.2016.09.162. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding follow-up after transcatheter aortic valve implant. All data were collected from multiple centers. The study population included 60 patients (predominantly female; mean age 83 years), all of which were implanted with medtronic evolutr bioprosthetic valve (serial numbers not provided). Among all patients four deaths occurred; none of the deaths were attributed to medtronic product. Among all patients adverse events included: two disabling stroke, two moderate paravalvular leak, and 9 permanent pacemaker implants. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.